Event description:
Cna was transferring resident from stretcher to bed. Stretcher was moved away from the bed and the pt fell to the floor. Pt was injured and was admitted to a hospital. 1 brake was locked, the opposite brake was not functional. Lifting procedure not followed which required 2 persons to lift/transfer resident.